Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 1 bd luer-lok¿ tip syringe had foreign matter in it, and 2 syringes had "smears" on them. All defects were found before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "fm attached x1 smear attached x2".

Manufacturer narrative:
H.6 investigation summary: 3 samples were received. Visual inspection was performed. The barrels have embedded burnt resin shown as dark dots. The photos provided show the top web with the lot#s and the reported defect. Embedded foreign matter can occur at the startup of an injection mold/press or intermittently during the injection molding process. Degraded resin inherently builds up in the barrel and hot-runner system of the mold and press. The degraded resin can break loose and be molded into components. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. H3 other text : see h.10.

Event description:
It was reported that 1 bd luer-lok¿ tip syringe had foreign matter in it, and 2 syringes had "smears" on them. All defects were found before use. The following information was provided by the initial reporter, translated from japanese to english: "fm attached x1 smear attached x2."